Event description:
It was reported that during a treatment procedure, the device stop aspirating. The lesion was located in the superficial femoral artery. This 2.4mm jetstream catheter was selected; however, during the procedure the device stopped aspirating. The procedure was completed with another of the same device. No patient complications were reported and the patient's is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.- the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).